Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Analysis of the device memory indicated the battery measurement was not available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2010. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had two partial diagnostic reset which resulted in a grey bar for remaining longevity with a note of re-initializing. It was further reported that the ICD experience two additional partial diagnostic power on resets (por). It was additionally reported that when the patient presented to the emergency department (ed) where the original diagnostic pors were found, the patient had come to the emergency dept stating that their ¿newly implanted device pocket was filled with blood and emptied onto their shirt¿. The patient called in a few weeks later to report that their ¿device had an automatic reset and the only reason they were in the hospital is because of an atrial bleed in their heart¿. Additional information received from the company representative present for the ed visit noted that the patient¿s family had indicated the patient had been messing with the pocket and has some handheld electronic equipment that may be causing some sort of electromagnetic interference (emi) related to the partial diagnostic resets. Information received from the patient¿s following physician reported that the patient had presented to the electrophysiology lab following the emergency dept visit for evaluation of persistent bleeding at the implant site. Superficial bleeding was noted along the incision and was cauterized. The pocket was explored with no bleeding noted, and the ICD remains in use. No further patient complications have been reported as a result of this event.